Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon attempting to remove the ivus catheter from the patients body, resistance was noted. The ivus catheter was found to be fused on a non-boston scientific (bsc) guidewire. The physician was able to remove the ivus catheter and guidewire as one unit and the guidewire was able to be removed from the device once outside the patient. The procedure was completed with the different device. There were no patient complications reported.